Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an error 2 message. Per the onetouch ultramini user guide the error 2 message prompts when there is a problem with the test strip or the patient used a used test strip. This complaint was classified based on the information obtained by customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 8 a.m. The patient reported managing her diabetes with 500 mg of metformin before breakfast and dinner. The patient said that she continued her normal diabetes management despite the alleged issue starting. The patient claimed that she developed symptoms of ''sweating and couldn't focus sight.'' However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time and that there had been no misuse to the subject meter. The cca also confirmed that the patient was using the correct test strips and that the alleged error 2 message did not prompt when the meter was turned on manually. However, during troubleshooting the patient informed the cca that she was applying the blood sample to the test strip prior to the test strip being inserted into the meter. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.